Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis of the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There wereno detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled follow up, the device was found to be at elective replacement indicator (eri). It was indicated that no shocks had been delivered and the eri occurred after the device had been implanted for less than two years. The device had suspected early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.